Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. There was no evidence of device malfunction.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device change out due to normal elective replacement indicator (eri), while using bovie to access the pocket, the pacemaker exhibited loss of pacing and external pacing was performed. The device was explanted and replaced. The patient was stable before, during, and after procedure.